Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 2 unspecified bd syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was previously specified that there was plastic in the syringe. Was this a separate bd syringe? It was not a separate syringe (however it is separate from the needle, those were found on 2 different days), the syringe that was used to draw up the mmr vaccine is the same needle that would have been used for administration.

Event description:
It was reported that 2 unspecified bd syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was previously specified that there was plastic in the syringe. Was this a separate bd syringe?: it was not a separate syringe (however it is separate from the needle, those were found on 2 different days), the syringe that was used to draw up the mmr vaccine is the same needle that would have been used for administration.

Manufacturer narrative:
It has been discovered that the device involved with this complaint is not a bd product. This complaint and the initial MDR, (MFR report # 2243072-2020-01751), can therefore be disregarded.